Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital.

Event description:
It was reported the rigid optical laparoscope insertion part was dented and the ceramic tip was shattered. The issue occurred during preparation for use of an unknown procedure. There was no delay, the patient was not under anesthesia, and the procedure was completed with a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint insertion part was dented and the ceramic tip was shattered was not confirmed. Based on the results of the investigation, it is likely that the event occurred due to excessive force as a result of an impact or a fall, among other things, on the distal end of the optics. Olympus will continue to monitor field performance for this device.